Event description:
Additional information was received that the patient is doing great following generator replacement. Not further information was provided by the office. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis on the generator was completed. The pulse generator was returned due to prophylactic replacement. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was experiencing erratic stimulation. There were no causal or contributory programming or medication changes. The patient had been doing well until the erratic stimulation began. The physician felt that the erratic stimulation may be due to the generator nearing end of service. The patient had a prophylactic generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.